Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Sensor was inserted into arm, which is not an approved site. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).